Manufacturer narrative:
Return of product has been requested. Reporter returned one brush head on (B)(6) 2017. Product investigation is in progress.

Event description:
Had both pieced in throat area [foreign body]. Brush head with fastening pin came off [device breakage]. Case description: a male consumer of unspecified age reported spontaneously via letter on (B)(6) 2017 that the brush head of an oral-b flexisoft brushhead with fastening pin came off, and he had both pieces in his mouth/throat area. The case outcome was recovered. Treatment details: unknown. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided.